Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from japanese to english: used for cv line and flowed vasopressor. At 22:00, hcp didn't confirm leakage however leakage was confirmed at 22:40.

Manufacturer narrative:
H.6. Investigation summary: received one used q-syte unit and one used q-syte top body, both were attached to a white stopcock extension set. Although the review of the dhrs review are required, a review could not be performed as the lot number was not provided. Four photos were submitted for evaluation: photo 1 displayed an extension set with a white stopcock and two attached q-sytes. Photo 2 displayed a closeup view of the white stopcock with the q-syte units. Photo 3 displayed a closeup view of the septum top disk of the q-syte top body. Photo 4 displayed a closeup view of the septum top disk of the q-syte. Both the q-syte unit and q-syte top body were permanently bonded to the white stopcock. There were no anomalies or damaged was observed on the external areas of the q-syte units. Water leak test: the water leak test was performed using the extension set with the q-syte unit and the q-syte top body. The q-sytes were not leak tested by themselves as the units were permanently bonded to the extension set. Q-syte was leak tested in the actuated and un-actuated positions. Leakage was not confirmed in the un-actuate or actuated position during testing. Photo evaluation: based on the evaluation of the submitted photos submitted for this incident did not reveal any of visible anomalies or damage that would contribute to the alleged defect. Conclusion(s): although leakage was not confirmed, the presence of the column tear is an indication of leakage. The defect leak from top of septum was confirmed. Indeterminate - a definite source that caused damage to the column tear, could not be established, leakage due to a column tear is normally attributed to incorrect usage or excessive actuations h3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: used for cv line and flowed vasopressor. At 22:00, hcp didn't confirm leakage however leakage was confirmed at 22:40.